Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, hypothyroidism, migraine and uterine fibroids. Concomitant products included almotriptan malate (axert), ethinylestradiol;levonorgestrel (portia-28), ethinylestradiol;norgestimate (ortho cyclen), ethinylestradiol;norgestimate (sprintec), fexofenadine hydrochloride (allegra), fluticasone, fluticasone propionate (flonase allergy relief), levothyroxine, mometasone furoate (nasonex), paracetamol (tylenol), progesterone, salbutamol (albuterol hfa) and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("hip pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, genital haemorrhage and fatigue outcome was unknown and the back pain and arthralgia was resolving. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 4 trailing coils on the right photographs were given to the patient, as well as placed in the chart. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with cervix and bilateral fallopian tube endometrium scar consistent with history of ablation myometrium leiomyomata and focal adenomyosis cervix no diagnostic abnormality fallopian tubes paratubal cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, pelvic pain". Lot number: 761437, manufacture date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet. Events"abnormal bleeding (general), fatigue and chronic abdominal pain were added. Events" dysmenorrhea (cramping) and pelvic pain" outcome was updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 41-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, hypothyroidism, migraine and uterine fibroids. Concomitant products included almotriptan malate (axert), ethinylestradiol;levonorgestrel (portia-28), ethinylestradiol;norgestimate (ortho cyclen), ethinylestradiol;norgestimate (sprintec), fexofenadine hydrochloride (allegra), fluticasone, fluticasone propionate (flonase allergy relief), levothyroxine, mometasone furoate (nasonex), paracetamol (tylenol), progesterone, salbutamol (albuterol hfa) and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the back pain and arthralgia was resolving. The reporter considered arthralgia, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 4 trailing coils on the right photographs were given to the patient, as well as placed in the chart. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with cervix and bilateral fallopian tube endometrium scar consistent with history of ablation myometrium leiomyomata and focal adenomyosis cervix no diagnostic abnormality fallopian tubes paratubal cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, pelvic pain. Lot number: 761437 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6)-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, hypothyroidism, migraine and uterine fibroids. Concomitant products included almotriptan malate (axert), ethinylestradiol;levonorgestrel (portia-28), ethinylestradiol;norgestimate (ortho cyclen), ethinylestradiol;norgestimate (sprintec), fexofenadine hydrochloride (allegra), fluticasone, fluticasone propionate (flonase allergy relief), levothyroxine, mometasone furoate (nasonex), paracetamol (tylenol), progesterone, salbutamol (albuterol hfa) and sertraline. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved, the menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the back pain and arthralgia was resolving. The reporter considered arthralgia, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 left trailing coils and 4 trailing coils on the right photographs were given to the patient, as well as placed in the chart. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus with cervix and bilateral fallopian tube endometrium scar consistent with history of ablation myometrium leiomyomata and focal adenomyosis cervix. No diagnostic abnormality. Fallopian tubes paratubal cysts. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, dysmenorrhea, pelvic pain further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received : case become incident. Unspecified event: injury to herself was updated to more specific events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, pelvic pain, hip pain, back pain. Lot number added, aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.